Event description:
A consumer had essure implanted. Ortho-cyclen pills were used as back-up contraception after insertion and before total occlusion confirmation. She had two hsg (hysterosalpingogram) tests performed. First hsg at 3 months post insertion, second in (B)(6) 2013 to see if left side tube was blocked. Both tests showed that the right side tube was blocked, but the left side never blocked. She experienced horrible pain on the left side after second hsg done in (B)(6) 2013. She received pain medications. She was not hospitalized; she just went to the emergency room four times, was in and out the same day. Between (B)(6) 2013, CT (computed tomography) scan was performed, but results were not provided. She had a salpingectomy to remove essure and believed the removal was medically necessary since the left side never blocked and her doctor recommended removal being afraid of it migrating. It was reported that both coils were found in place, the left side never closed and nothing broke off. Pain went away almost immediately once essure was removed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 29-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1018). She was (B)(6) when she had essure placed. At her first hsg she had extreme pain on her left side where the tube was confirmed to not be occluded. Three months later she went back again to check for occlusion and once again after extreme pain it was confirmed not to be occluded. After this point her doctor decided that both devices had proper placement but one side would not close. After this second procedure, she immediately started getting unrelenting abdominal pain that was worse than she could have imagined. She had to have a bilateral salpingectomy at (B)(6). Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced horrible pain on left side after her second hsg and unrelenting abdominal pain. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, she presented intense pain during confirmation test (hsg) when left tube was found to be not occluded. Three months later, a second hsg was performed and left tube was still patent. After that, she experienced horrible pain on left side and then, an unrelenting abdominal pain. She had to have a bilateral salpingectomy at age of (B)(6) and after that she recovered from the pain. Given compatible temporal relationship, event's nature and recovery after removal procedure, causality with essure use cannot be excluded. Since an intervention was required (salpingectomy), this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.